Event description:
It was reported that pump malfunction occurred after pump was exposed to salt water, and malfunction message with non-resettable code was displayed. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy.